Event description:
It was reported that there was undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was undersensing. No patient complications have been reported as a result of this event. It was later determined the patient had died approximately two months after this event. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.